Event description:
A valiant stent graft system were implanted in a patient for the endovascular treatment of a fusiform 6.2 cm in diameter and 14.5 cm in length thoracic aortic aneurysm in zone 3 and zone 4. Vessel morphology was reported the non-aneurysmal proximal thoracic neck diameter is 24 mm, the length from top of aortic arch to proximal aneurysm is 40 mm, there is no calcification, and no thrombosis. An angiography was performed as usual, and it was confirmed landing zone and aneurysm location. Two valiant captivia stent grafts 28x28x150 was implanted proximally and valiant 34x34x150 were implanted at just above celiac artery (ca). An angiogram was preformed prior to modelling of the stent graft and there was a type I endoleak. The physician elected to model the stent graft with other manufacturer¿s balloon from distal side in sequence and the other manufacturer¿s balloon was inflated so as not to cover nearby bare of proximal valiant 28x28x150. It was reported that other manufacturer¿s balloon was inflated more than expected. The final angiography revealed that there was a retrograde dissection. Another valiant 28x28x150 was implanted proximally which was nearby distal side by 30mm from left subclavian artery (lsca) at zone 3. After that, another dissection appeared at higher site with angiography. But the physician decided that the procedure was completed, and the patient will be monitored. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Conclusion: operational context contributed to event (over inflation of another manufacturer¿s balloon). (B)(4)